Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation. It was also reported the programmer can no longer communicate with the ipg. Allegedly, the patient thinks the ipg has moved from the original location. An sjm representative determined the ipg may have reached end-of-life. The patient will undergo surgical intervention on a later date. No further information is available at this time.